Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving gablofen (2000 mcg ml at 710 mcg day) via an implantable pump for unknown indications for use. It was reported that patient admitted to hospital with increased symptoms, face flushing, tachycardia, low grade fever, and return s ymptom, worked up from infectious diseases but other exams were negative. The healthcare provider (hcp) elected to replace pump to rule out pump failure and the catheter aspirated cerebrospinal fluid (csf) easily. The pump was replaced with 8667-40 model pump. There were no known environmental/external/patient factors that may have led or contributed to the issue. The patient medical history and weight were asked but unknown at this time. The patient status was alive and no injury. The issue was not resolved.

Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests. That include, but is not limited to visual inspection, alarm output, motor function and dispense testing. The returned device passed, all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the actual cause had not been determined. After trying medical management, the decision was made to replace the pump as well. The managing hcp, reported ¿storming¿ (tachycardia, flushing, sweating, etc) seemed improved a few days post operative. The pump has been returned.

Manufacturer narrative:
H3- analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. H6- correction: patient code: e1906 is not applicable to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.